Manufacturer narrative:
The device was returned for analysis. The reported delayed deployment difficulties was not tested based on device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. As it was reported that three balloons were used to pre-dilate the vessel, it may be possible that the distal sheath of the supera delivery system was entrapped or restricted in the calcified anatomy such that the ratchet efficiency was compromised preventing the stent from releasing; however, this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an occlusion in the middle third of the left superficial femoral artery (sfa) with calcification. The vessel was 5 mm, no atherectomy was performed and the lesion was pre-dilated with 3 balloons, a 5x60 mm, 5x120 mm, and a 6x120 mm. The 5.5x120 mm supera self expanding stent system (sess) was advanced and started to deploy. Three centimeters were successfully deployed but when it was attempted to deploy the 4th centimeter, the stent would not release. It was decided to compress the stent inside the sheath and this successfully released the 4th centimeter. The supera stent was implanted successfully. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.